Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures confirmed in the insulin pump history due to broken traces on keypad assembly. Insulin pump received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 376 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.